Manufacturer narrative:
The qc data, calibration data, preanalytical data and alarm trace were requested but not provided. It was confirmed by the customer that there were no further issues since this issue was reported. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable ureal urea/bun results for two patients tested on a cobas 8000 c702 module. On (B)(6) 2021, patient 1 had an initial result of 4.6 mmol/l. The repeat result was 10.0 mmol/l. On (B)(6) 2021, patient 2 had an initial result of 3.5 mmol/l. The repeat result was 8.8 mmol/l. The questionable results were not reported outside of the laboratory. The reagent lot number and expiration date were asked but not provided.